Event description:
It was reported that the patient using an ilet bionic pancreas experienced intermittent occlusions while using contact detach infusion sets, leading to elevated blood glucose readings that resolved after changing the infusion set; replacement supplies were provided and troubleshooting and education were completed. The user experienced a blood glucose peak of 400 mg/dl with no associated clinical symptoms. Outcomes included delay in automated insulin delivery while occlusion alert was present with no long-term health consequences or impact. User support included customer troubleshooting and education. Investigation of this case revealed occlusions associated with the infusion set that were resolved by supply change, indicating device performance was restored with a new set. It was concluded, based on previously established findings for similar reports, that the cause was consistent with infusion set occlusion.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.